Event description:
It was reported in a service report that the foot board module clips were broken and therefore, the modules were not held securely in place. No adverse consequences were reported.

Manufacturer narrative:
Result: broken module clips.